Event description:
Country of complaint: (B)(6). Needle detachment during suturing.

Manufacturer narrative:
Reported device not registered for use in the united states, however similar devices/processes are. Eval on-going at manufacturing site.